Manufacturer narrative:
The ge service rep conducted an onsite investigation. The batteries were replaced. No further info was provided.

Event description:
The customer reported that the system would not perform fluoroscopy. No pt injury was reported.